Manufacturer narrative:
The customer complaint of unintended IV disconnection could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "the device came apart causing it to be dysfunctional and resulting in a delay in care, the need for a new peripheral intravenous line (piv) and a delay in other patients care as they awaited a CT scan as the current patient was attended to."